Event description:
Information was received indicating that during use of this smiths medical cadd extension sets, the set was noticed leaking from the filter area. It was reported that infusion was life sustaining. Subsequently, switched to another tubing and was successfully able to continue infusion. No patient consequences were reported.